Event description:
It was reported that the (1) atw35 device was used during a laparoscopic appendectomy procedure. It was reported by the rep that the instrument locked out during the second firing. The case was completed by pulling another reload. There was no consequence to the pt.